Event description:
During a coronary drug eluting stenting treatment procedure, the stent deployed on its own. The target lesion was located in the proximal right coronary artery (rca). The physician attempted to advance a taxus express2 3.0 x 20 mm stent, however, could not cross the bend in the vessel. In addition, the stent expanded on its own. No pt injury or complication was reported. Pt status is reported as "satsifactory/good."